Event description:
During the device evaluation, it was observed that the socket of the subject device was malfunctioning, resulting in no image display when shaken and the ap board (circuit board) connection film was found to be deformed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the socket is malfunctioning, causing no image when shaken and the ap board (circuit board) connection film was found to be deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.